Event description:
It is reported that during a post-operative follow-up visit, the x-ray showed both screws were broken. Surgeon decided not to explant them.

Manufacturer narrative:
This report will be amended when our investigation is complete.